Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device broke when it was tried to screw the screw in. No harm for patient, operator or third party was reported. No further information received.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8770-02 was received for investigation. Analysis with micrometer digital blade ID: 4198 identified that approximately 27.826mm of the distal end of the drill bit shaft had broken off. The concomitant screw detailed within the event description was not returned for review. A probable cause is attributed to over-torquing the drill bit within the screw head during use.